Event description:
A facility reports a scratch was noticed on an intraocular lens (iol) before it was inserted. There was no pt impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/31/2008 by mail. A completed questionaire was received on 11/14/2008.